Manufacturer narrative:
The pump alarmed for button error and had no button response due to corroded keypad traces. There was no moisture damage noted on electronic assembly or on motor. The pump had a broken belt clip slot and a missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 413mg/dl. The customer treated with manual injections. The customer states the button error alarm occurred after exposure to moisture. The customer states they sweat and wear the pump on their belt. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.